Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. Deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV diagnosed via ultrasound. The device remains implanted.